Event description:
As reported, the patient had a re-operation for her mitral valve after an implant duration of approximately 11 years (136.57 months) due to a leaflet disruption. The perimount valve was described as a partial cusp rupture with severe regurgitation. The replacement device was implanted using a valve-in-valve procedure. At time of reporting, the patient status was indicated as hospitalized - critical. No update provided.

Manufacturer narrative:
Model number: this device is not distributed, marketed, or sold in the u.s.; however, it is similar to model no. 6625 which is marketed in the u.s. Method: device not returned. (B)(4): 3191 = partial cusp rupture. Device is not available for return and evaluation because the device remains implanted. An echo recording is available but was recorded after explant of this device. The device history record (DHR) review is in process.

Manufacturer narrative:
Additional manufacturer narrative: the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. There are many factors that could result in the need to explant and replace a valve or perform a valve-in-valve procedure to "replace" the device, the most common of which is regurgitation. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. Although there are multiple root causes, these procedures are performed because the original valve is not functioning optimally. In this case, the procedure was done to correct "leaflet disruption". The device had been implanted for approximately 10 years. Unfortunately, we have no additional evidence to help us conclusively determine the root cause for this event. The device remains implanted.